Event description:
It was reported that after cardioversion, the lead exhibited oversensing. A holter monitor confirmed that there were losses of pacing support. The oversensing could not be replicated with isometrics or pocket manipulation. The patient complained of feeling dizzy when getting out of bed. As the patient was pacemaker dependent, the lead was capped and replaced.

Manufacturer narrative:
Na